Manufacturer narrative:
This follow up report is being submitted to relay additional information. The complaint sample was evaluated, but the reported event could not be confirmed. The device history records were reviewed and no deviations relevant to the reported event were identified. A complaint history search was performed and no actions are required. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
(B)(4). Concomitant products: 912082, jgrknt 1.0mm mini 3-0 ndls, 154740. Report source, foreign ¿ events occurred in (B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09920. Discarded.

Event description:
It was reported that during the surgery the anchors were pulled out from the patient's burr holes. One of the products was retained in the patient's body. The surgeon drilled additional holes and used an alternative product to complete the surgery. Attempts have been made and additional information on the reported event is unavailable.